Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low direct bilirubin gen 2 and bilirubin total gen.3 results for one sample from a newborn patient. The initial direct bilirubin result was 0.02 mg/dl and initial total bilirubin result was 1.01 mg/dl. These results were reported outside the laboratory. The doctor contacted the laboratory because the newborn was icteric and the "result was not in accordance to clinics". The customer repeated the sample and the repeat direct bilirubin result was 1.06 mg/dl and repeat total bilirubin result was 15.81 mg/dl. The customer reported the second results which were considered to be correct. The patient was not adversely affected. The direct bilirubin reagent lot number was 125778 with an expiration date of 03/30/2017. The total bilirubin reagent lot number was 620079. The expiration date was requested, but was not provided. A specific root cause could not be identified. Since both questionable results were performed out of the same primary tube, which has a diameter below the specification diameter, the low results are most likely due to the usage of the non-specified primary tube. If the probe hit the side of the tube it would cause errors and incorrect results as the probe may have aspirated air or not enough sample. Based on the provided successful calibration and quality control data, a reagent or calibration related problem could be ruled out.